Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient noticed that the self-adhesive surface around the cannula has become smaller and that the "glue" has lost quality. The headset falls off after the cannula is inserted. The user mentioned having to leave the cannula in place longer, which recently caused her edema. No further information was provided.